Event description:
It was reported that the lead exhibited less than 200 ohms impedance and oversensing.

Manufacturer narrative:
Final analysis found that the distal insulation was damaged at 15.2 cm from the connector pin due to excessively tight suture tie downs. This would cause the reported low impedance and oversensing.